Event description:
Monolyth oxygenator poor performance and high blood inlet pressure was reported 8 mins into the procedure. The oxygenator was changed out with another oxygenator and the procedure continued without incident. There was no pt injury.